Event description:
Follow up information that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. It was noted that the patient met with manufacturer¿s representative on (B)(6) 2013 but ¿did not help a lot with new adjustments¿. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient needed her ins implantable neurostimulator adjusted. It was reported that patient's dog "twisted her back" 5 weeks prior to the report, resulting in increased pain in her right leg. It was stated that she was walking her dog when they were attacked by another dog and since the incident the stimulation had not been covering her pain like it should and she was told to have it adjusted. It was also reported that the appointment had been set to be on the date four days after the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007: product type programmer; patient product ID 37752, serial# (B)(4), implanted: (B)(6) 2007: product type recharger; product ID 3998, lot# j0454563v, implanted: (B)(6) 2007: product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007: product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007: product type extension; product ID 7427, serial# (B)(4), implanted: (B)(6) 2006: product type implantable neurostimulator; product ID 7435, serial# (B)(4), implanted: (B)(6) 2006: product type programmer; patient product ID 3998, lot# j0405973v, implanted: (B)(6) 2004: product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004: product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004: product type extension. (B)(4).